Manufacturer narrative:
The impella 5.5 was received and an investigation is underway. Upon completion, a supplemental MDR will be filed with investigation results.

Event description:
The complainant reported a (B)(6) year old female patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support using the impella 5.5 pump. After less than 24 hours of support, the pump stopped. Attempts to restart the pump were not successful, therefore, the device was removed and replaced with a new impella. No further issues were reported nor any patient harm was reported.

Manufacturer narrative:
The device and data logs were received. Upon physical inspection of the pump, there was no sign of damage or obstructions. However, blood was seen under the impeller. Data logs found a sudden rise in purge pressure with a delayed purge blocked alarm. The cause of the pump stop was determined, to be the result of blood ingress.